Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) checked what was suggested, then took the pump out of the cart. Upon inspection, the fse found that there was damage to the rear of the console cover which punctured the pressure hose on the rear of the unit. So, in order to fix the issue, the fse replaced the pressure hose. The fse then finished the pm. The unit was then released to the customer for clinical use. The part was returned to the national repair center where the technician installed the tube assy pressure into the cardiosave test fixture and tested the tube assy pressure to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the tube assy pressure, auto fill failure, code 37. The tube assy pressure will be retained per procedure.

Event description:
N/a